Event description:
Patient reported the device made his leg(s) swell with pain in the lower leg by the ankle. Patient reported discoloration to the toes and said his physician advised to stop using the device.

Manufacturer narrative:
Patient reported he ended up doing surgery on (B)(6) 2023 to fix his leg after discontinuing use of the device. No additional information was provided and the device is not available for further investigation.